Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of false positive nitrite results on a urisys 1100 analyzer. The customer stated they have been receiving false positive nitrite results since the update to software chip (B)(6). The issue has occurred with different patient samples. The combur 10 test strip lot number and expiration date were not provided.

Manufacturer narrative:
The issue was resolved by using a new tray. The investigation did not identify a product problem. The cause of the event could not be determined.